Event description:
Urine won't drain into the bag.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. An e-mail requesting additional information was sent to the complainant on (B)(6) 2014, and the response was received (B)(4) 2014 as there was a new device with a different lot was reinserted; no medical treatment required for patient and no medical information regarding patient could be provided. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.